Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported discrepant sodium between two alinity c processing modules. The following data was provided (customer provided normal range 135-148 mmol/l): sid (B)(6): initial result (B)(6) = 112 mmol/l, repeat (B)(6) = 135 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument (alinity c processing module serial number (B)(6)) and determined the ict tubing to the ict valve nc was the contributing factor of the customer`s reported issue. The tubing was flushed, which resolved the reported issue. A review of the service history for the alinity c processing module (sn: (B)(6)) confirmed that no subsequent complaints have been reported related to the customer`s event. Tracking and trending of complaint data did not identify any increase in complaint activity for the alinity c processing module (sn: (B)(6)) or for the ict tubing to the ict valve nc associated with the customer¿s reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module serial number (B)(6) or the ict tubing to the ict valve nc.

Event description:
The customer reported discrepant sodium between two alinity c processing modules. The following data was provided (customer provided normal range 135-148 mmol/l): sid (B)(6): initial result (B)(6) = 112 mmol/l, repeat (B)(6) = 135 mmol/l. No impact to patient management was reported.